Event description:
Three days post-operation, the patient moved, and follow-up x-rays revealed significant backing out of the z-hole locking screw, with the proximal femur/head having displaced from the distal femur. A revision procedure was required to restore alignment between the proximal and distal femur. During the revision, the existing proximal screws were replaced, and it was noted that the removed screws were substantially bent.